Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), a restricted posterior leaflet, and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. A second mitraclip xtw was advanced within the patient when it was identified that one of the grippers was not functioning. Troubleshooting was performed unsuccessfully and one of the grippers remained non-functional. The clip was removed from the patient and a mitraclip xt was selected and implanted successfully to be implanted medial to the first clip. The procedure was discontinued; the final mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.